Event description:
During the implant procedure, the right atrial (ra) lead was connected to the pacing system analyzer (psa), and all measurements were in range. When the lead was connected to the device, there was an increased pacing lead impedance (pli) and capture threshold. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual and x-ray examinations did not find any anomalies. Electrical tests performed on these pieces revealed no discontinuities or shorts on any conduction paths. The reported events of increased pacing lead impedance (pli) and increased capture threshold were not confirmed.